Event description:
It was reported via latitude that the patient had an inappropriate shock due to oversensing via decreased intrinsic amplitudes and noise. The patent was laughing-out-loud at the time of the shock. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.